Event description:
It was reported that the experienced a shocking sensation from their implantable neurostimulator (ins) if ¿I turned the wrong way¿ which occurred in the first week after implantation ¿because I was just getting used to it¿. The patient stated that they had to ¿keep playing with it is what it was¿. The patient confirmed that they not currently getting any shocking. It was also reported that the device was ¿so painful¿ because they initially had the ins implanted in their back and ¿that¿s why I moved it to the front, because I have no body fat¿. The patient the ins moved from their back to their front on (B)(6). The patient stated that they sometimes had to turn the stimulation off because it ¿can get too intense¿ but they confirmed that they can resolve this by normal therapy adjustments, turning the stimulation off or turning the stimulation up or down. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
The patient reported over a month later that they do not have concerns with their device or therapy. The patient received assistance from their doctor or company representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).